Event description:
It was reported that the patient presented at the emergency room with dizziness following inappropriate shock. It was noted that undersensing was observed on the atrial channel. Atrial events were falling directly on ventricular events and further review noted far atrial events falling into blanking period. There was no way to uncover atrial events based on the rate as episodes of supra ventricular tachycardia (svt) were present. Programming to change the svt discrimination channel to ventricular only was completed. There were no additional reported patient consequences. It was reported that capture thresholds had risen steadily since implant on the right atrial (ra) lead. A ra lead revision was planned though a date was not confirmed. No other allegations were made. The patient was stable.